Manufacturer narrative:
Initial reporter phone number: (B)(6) initial reporter fax number: (B)(6). Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd saf-t-intima¿ safety system with removable prn had a defective catheter. The following information was provided by the initial reporter: "the nurse indwelled the needle for the patient according to the normal operation process, and found that there was damage and leakage of the tube, and then removed and re-punctured".

Manufacturer narrative:
Initial reporter phone number: (B)(6) initial reporter fax number: (B)(6). Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd saf-t-intima¿ safety system with removable prn had a defective catheter. The following information was provided by the initial reporter: "the nurse indwelled the needle for the patient according to the normal operation process, and found that there was damage and leakage of the tube, and then removed and re-punctured".